Event description:
The pump was returned for investigation. Investigation revealed an intermittent condition found to the force sensor flex due to a cracked trace near the force sensor pin. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed an intermittent condition found to the force sensor flex due to a cracked trace near the force sensor pin. A review of the black box history indicated multiple ¿loss of prime¿ warnings due zero force on the reported event date. During evaluation, the pump powered on and displayed the ¿verify¿ screen. The pump was primed and exercised for 24 hours with no issues noted. The force sensor was found to be within calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.